Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site reseated the drape on the arm holding the endoscope, which resolved the issue. The system was working properly and no additional action was required as the issue was resolved. The probable root cause may be attributed to improper user setup, specifically related to the drape installation on the arm holding the endoscope.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that an issue occurred where the image was upside down and backward. The user attempted to reseat and flip the endoscope while cancelling the tool memory, but the issue persisted. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.